Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer¿s blood glucose level was not impacted. It was confirmed that the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.